Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at 4 mm. Post-implant hemodynamics revealed moderate paravalvular leak (pvl). A second transcatheter bioprosthetic valve was successfully implanted at the same depth, decreasing the pvl to mild. No other adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device implant query was used to obtain the patient name so the patient identifier has been added.